Event description:
While onsite at the customer's location, the philips field service engineer (fse) observed bent pins on the battery pca. There was no reported patient involvement/adverse patient impact.